Event description:
It was reported that the patient that is enrolled in the a7007 envision clinical study experienced migration of the spinal cord stimulator (scs) implantable pulse generator (ipg). The patient underwent a procedure in which the ipg was replaced. No additional information have been received despite multiple attempts.